Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronic assembly. Unable to verify the button error or compromised force sensor system alarms due to the blank display. The pump was received with corroded keypad traces, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she accidentally wore the insulin pump in the pool for a few minutes. The patient's blood glucose at the time of incident was 179 mg/dl. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. Moisture exposure has happened in the past without any visible exposure in the insulin pump. A button error alarm also occurred after the moisture exposure. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.